Event description:
Customer reported on a bravo capsule that failed to detach from delivery system. The pt didn't suffer any adverse event following the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.